Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s sleep/wake button was unresponsive, and the device would only power on when placed on a charger; the user had cleaned the device, removed the case, and verified clean hands without resolution, and a replacement was arranged. Symptoms included no adverse clinical effects, with blood glucose reported within target. Outcomes included no user injury, no medical intervention, and continued diabetes management using cgm and the replacement device process. Investigation included troubleshooting with the user, verification of shipping and return logistics, and instruction on shutdown and data handling. Investigation of this device was confirmed and revealed a nonfunctional sleep/wake button on the pump consistent with a device malfunction of the user interface component that persisted despite cleaning and case removal. It was concluded, based on previously established findings for similar reports, that the cause was attributed to device failure of the sleep/wake button assembly.